Manufacturer narrative:
Current control there is a in-process and outgoing visual inspection for damage component - scuff / scratches on barrel. From the sample, it is observed that the rubbing mark on barrel surface, no leak after filled with water, the package was removed and as the sample could be used. The rubbing barrel syringe could happen due to handling, travelled during process to another process and storage condition. DHR review also shows no abnormality during production and qa outgoing process. Hence, root cause could not be determined. Complaint received for this device and reported condition will continue to be tracked and trended.

Event description:
Complaint from (B)(6) hospital. The customer complained that crack was found inside the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll 21ga 1-1/2in tw damaged / deformed product complaint from prince of wales hospital. The customer complained that crack was found inside the syringe.